Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient had hypoglycemia and the results on the aviva system did not match the patient's symptoms. The patient tested on the meter at 11:23am with a result of 190 mg/dl. The patient did not eat that afternoon. Around 4:30pm, the patient had low blood glucose symptoms of sweating, eyes rolling, and became unresponsive. A family member tested the patient on the aviva meter with a result of 101 mg/dl. The paramedics were called and they tested the patient using the patient's meter with a result of 82 mg/dl at 4:42pm. The paramedics treated the patient orally with an unknown sweet liquid from a tube. The patient was also treated with sugar and a peanut butter and jelly sandwich. The paramedics tested the patient on the paramedic's meter at 5:00pm with a result of 40 mg/dl. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.